Event description:
A trilogy o2 ventilator was returned to the manufacturer for requested maintenance due to "ventilator service required" alarm condition occurred. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, previous noted to the complaint: the reported issue did not reproduce during the initial evaluation at the repair center. Upon checking the error log, it was confirmed that there is a record of e-344 (obm_air_flow_sensor_failed), indicating that the oxygen blender board needs to be replaced. Currently, there is a stock shortage, so the completion date is yet to be determined. After the initial evaluation the device failed a test step during testing (0050.0200 to 0050.0210). Since error code e-344 was confirmed in the error log indicating (obm_air_flow_sensor_failed) the oxygen blender board was replaced to address the issue. The following parts were replaced to prevent failure: trilogyo2 pm1 kit, exhaust fan assembly, 43 micron filter, motor blower assembly, stirring fan foam. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to (ver.14.2.05). The replaced oxygen blending module board was sent to the philips product investigation lab (pil) for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy o2 ventilator was returned to the manufacturer for requested maintenance due to "ventilator service required" alarm condition occurred. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, previous noted to the complaint: the reported issue did not reproduce during the initial evaluation at the repair center. Upon checking the error log, it was confirmed that there is a record of e-344 (obm_air_flow_sensor_failed), indicating that the oxygen blender board needs to be replaced. Currently, there is a stock shortage, so the completion date is yet to be determined. After the initial evaluation the device failed a test step during testing (0050.0200 to 0050.0210). Since error code e-344 was confirmed in the error log indicating (obm_air_flow_sensor_failed) the oxygen blender board was replaced to address the issue. The following parts were replaced to prevent failure: trilogyo2 pm1 kit, exhaust fan assembly, 43 micron filter, motor blower assembly, stirring fan foam. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to (ver.14.2.05). The replaced oxygen blending module board was sent to the philips product investigation lab (pil) for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the oxygen blending module board was sent to the philips product investigation lab (pil) for further investigation for the failure of e-344 in the event log. The complaint was confirmed. The technician determined the oxygen blending module air flow sensor failed message was caused by suspected contamination of the oxygen blending module air flow sensor. The oxygen blending module board has been scrapped and disposed of accordingly. Additional codes were added to box h.